Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (unspecified meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 10:00 am. The patient reported obtaining blood glucose readings of ¿333 mg/dl¿ with the subject meter and ¿141 mg/dl¿ on the other device, performed more than 30 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that 10 minutes after the alleged issue began, she developed symptoms of feeling ¿nervous, stomach ache and shaking.¿ the patient denied receiving medical treatment. During troubleshooting, the csr confirmed that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.